Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, left bundle branch block was reported and resolved without treatment. One day post valve implant, mild paravalvular leak was noted and no treatment was prescribed. No adverse patient effects were reported. Additional information was received that at the seven-year post-operative follow-up appointment an echocardiogram was performed and showed the mean aortic gradient had increased to 25.2mm hg, aortic regurgitation was moderate, the peak velocity was 3.7m/s, and the n-terminal pro b-type natriuretic peptide was also elevated at 1473pg/ml. The patient remained new york heart association functional classification I. No treatment was performed; the patient will be monitored with a transthoracic echocardiogram scheduled in one year.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 7 years and 10 months following the valve implant the patient presented for further evaluation with report of increased dyspnea on exertion and orthopnea. New york heart association (nyha) functional class iii and a reduced ejection fraction which measured 20% were also present. The patient was to have a work-up for a transcatheter valve-in-valve.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) was reported and resolved without treatment. One day post valve implant, mild paravalvular leak (pvl) was noted and no treatment was prescribed. No adverse patient effects were reported. Additional information was received that at the seven-year post-operative follow-up appointment an echocardiogram was performed and showed the mean aortic gradient had increased to 25.2mm hg, aortic regurgitation was moderate, the peak velocity was 3.7m/s, and the n-terminal pro b-type natriuretic peptide was also elevated at 1473pg/ml. The patient remained new york heart association functional classification I. No treatment was performed; the patient will be monitored with a transthoracic echocardiogram scheduled in one year. Additional information received indicated that approximately 7 years and 10 months following the valve implant the patient presented for further evaluation with report of increased dyspnea on exertion (doe) and orthopnea. New york heart association (nyha) functional class iii and a reduced ejection fraction which measured 20% were also present. The patient was to have a work-up for a transcatheter valve-in-valve (tav-in-tav). Additional information was received to report five days after the patient presented with doe and orthopnea, the patient presented to the clinic after results showed an abnormal positron emission tomography scan. The patient was found to be nyha iiiiv. The patient was admitted for acute-on-chronic diastolic heart failure. Intravenous diuretic medication was administered and an angiogram was performed to assess coronary status. The patient diuresed well and was transitioned to oral diuretic medication. Six days later, the patient was discharged to home in stable condition. Eight days after discharge the patient presented to a primary care physician with complaints of worsening shortness of breath and experienced a syncopal episode while in the clinic. The was transported to the emergency department and admitted. Electrophysiology was consulted for newly decreased ejection fraction, first degree atrio-ventricular block and bifascicular block. In the setting of acute-on chronic-diastolic heart failure, nyha iii, and left ventricular ejection fraction of 20% the decision was made to proceed with implant of a cardiac resynchronization defibrillator (crt-d). During the hospital admission, the patient decompensated with worsening renal functions, elevated liver functions, and hyperkalemia. A right heart catheterization was performed which showed elevated filling pressures and the patient developed cardiogenic shock. Intravenous medi cation (dobutamine) was administered. The patient underwent crt-d implant one month, three days after admission then was transferred back to the floor for further care. Further work-up was completed for a tav-in-tav replacement procedure which was completed with implant of a 26mm non-medtronic (sapien s3) valve. The patient tolerated the procedure well.

Manufacturer narrative:
Corrected data: b2. Outcome attributed to adverse event. Supplemental 002 was inadvertently submitted without the outcomes noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) was reported and resolved without treatment. One day post valve implant, mild paravalvular leak (pvl) was noted and no treatment was prescribed. No adverse patient effects were reported. Additional information was received that at the seven-year post-operative follow-up appointment an echocardiogram was performed and showed the mean aortic gradient had increased to 25.2mm hg, aortic regurgitation was moderate, the peak velocity was 3.7m/s, and the n-terminal pro b-type natriuretic peptide was also elevated at 1473pg/ml. The patient remained new york heart association functional classification I. No treatment was performed; the patient will be monitored with a transthoracic echocardiogram scheduled in one year. Additional information received indicated that approximately 7 years and 10 months following the valve implant the patient presented for further evaluation with report of increased dyspnea on exertion (doe) and orthopnea. New york heart association (nyha) functional class iii and a reduced ejection fraction which measured 20% were also present. The patient was to have a work-up for a transcatheter valve-in-valve (tav-in-tav). Additional information was received to report five days after the patient presented with doe and orthopnea, the patient presented to the clinic after results showed an abnormal positron emission tomography scan. The patient was found to be nyha iiiiv. The patient was admitted for acute-on-chronic diastolic heart failure. Intravenous diuretic medication was administered and an angiogram was performed to assess coronary status. The patient diuresed well and was transitioned to oral diuretic medication. Six days later, the patient was discharged to home in stable condition. Eight days after discharge the patient presented to a primary care physician with complaints of worsening shortness of breath and experienced a syncopal episode in while in the clinic. The was transported to the emergency department and admitted. Electrophysiology was consulted for newly decreased ejection fraction, first degree atrio-ventricular block and bifascicular block. In the setting of acute-on chronic-diastolic heart failure, nyha iii, and left ventriclar ejection fraction of 20% the decision was made to proceed with implant of a cardiac resynchronization defibrillator (crt-d). During the hospital admission, the patient decompensated with worsening renal functions, elevated liver functions, and hyperkalemia. A right heart catheterization was performed which showed elevated filling pressures and the patient developed cardiogenic shock. Intravenous medi cation (dobutamine) was administered. The patient underwent crt-d implant one month, three days after admission then was transferred back to the floor for further care. Further work-up was completed for a tav-in-tav replacement procedure which was completed with implant of a 26mm non-medtronic (sapien s3) valve. The patient tolerated the procedure well.

Manufacturer narrative:
Updated data: b5 h6 corrected data: h1. Type of reportable event. Supplemental 002 was inadvertently submitted without serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 49 days after the tav-in-tav replacement procedure, the patient presented to the emergency department (ed) with complaints of weakness for the past few days. Pain was also experienced in the lumbar area following a fall earlier in the day. Computed tomography (CT) revealed moderate l1-l2 disc space loss with erosive changes along the vertebral body endplates concerning for discitis osteomyelitis. The patient was admitted and started on intravenous therapy (IV) antibiotics. Magnetic resonance imaging (MRI) and blood cultures confirmed the infection. Transesophageal echocardiogram (tee) performed seven days after presenting revealed vegetation on the transcatheter aortic valve (tav). The patient was transferred to the critical care unit. Acute hematogenous osteomyelitis (aho) was diagnosed and an unspecified medication was administered. Per the site, the aho event was not related to the valve nor the valve implant procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported by the physician that the patient¿s fall 49 days after the tav-in-tav replacement procedure was due to debility. The medtronic tav did not cause or contribute to the fall nor the aho. The vegetation was observed on the non-medtronic replacement tav. Endocarditis was diagnosed 57 days after the tav-in-tav replacement procedure.